Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-00652, reference MFR. Report#: 1627487-2018-00855. It was reported the patient was not receiving stimulation from the scs system. X-rays revealed the leads had pulled out of the ipg header. The patient underwent surgical intervention on (B)(6) 2018, where the ipg was explanted and replaced to address the issue.